Event description:
It was reported that the device is over delivering. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Damaged lenses were observed. No error was found in event history log. Reported problem was able to be duplicated during accuracy test. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace expulsor.

Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. The visual inspection of the pump found that the pump had damaged lens. Functional testing included accuracy testing. The pump failed the tests. The customer stated issue was duplicated and confirmed. Problem source was identified as out of specification expulsor.

Event description:
Information received indicating that this cadd solis vip pump constantly over delivered 10 ml over desired dose. No adverse effect reported.